Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced foreign body reaction and the ipg pocket site did not heal after the implant. As a result, surgical intervention was undertaken on (B)(6) 2016 wherein, the entire system was explanted to address the issue.